Event description:
Caller reported a cartridge alarm 20 that happened during the load process, and although they waited until prompted to remove the used cartridge, they were unable to resume insulin therapy as the alarm recurred. There was no adverse impact to the customer's blood glucose level. Technical support determined there was no issue with the customer's load process but decided to replace the pump. The customer did not have a backup therapy and was advised to contact their healthcare provider. They were provided instructions to put the pump into storage mode and return the problematic pump within 10 days to avoid charges. Furthermore, they were informed they would need to program their settings and connect their cgm to the replacement pump.